Event description:
Healthcare professional reports lower than expected act-lr results with the hemochron elite microcoagulation system during cardiac catheterization procedure. The initial baseline act-lr result was 165 seconds. After a bolus of a unspecified drug, act-lr result was 185 seconds, since the result did not reach the therapeutic target time of >200, an additional bolus of the unspecified drug was administered. The following act-lr test generated result of 185 seconds and did not increase as expected. Two repeated tests generated results of >400 seconds. Target time: >200 seconds. This event occurred outside the us during the course of a pharmaceutical clinical study.

Manufacturer narrative:
(B)(4). Cuvette lot number was not provided. Method: actual device not evaluated. Process eval performed. No related ncmrs identified for this instrument. Results: no results available since no eval performed. Conclusion: unable to confirm complaint. Healthcare professional also reported that pt injury occurred during the procedure. The injury was related to an incident with the cardiac catheterization equipment that resulted in bleeding. This incident occurred with a non-itc device and was unrelated to the act-lr results or drug administration.